Event description:
It was reported to philips that the system did not boot into applications. The device was outside of clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified the software application had crashed. To resolve this issue, the fse reloaded software and performed all necessary configurations. After which, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.